Manufacturer narrative:
Additional information added: h10: the prismax device was evaluated on site by a qualified baxter technician. The filter pressure pod and arps pump tubing segment were replaced as a precaution due to the nature of events. Recalibrated and tested pressure pods. Device also completed all related system self test. The event history log review confirmed the occurrence of pressure alarms that would indicate evidence of a flow obstruction in the set. A device history review revealed no issues that could have caused or contributed to the reported event. The reported issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported while an unknown number of patients were receiving continuous renal replacement therapy using a prismax control unit, clotting was observed. It was reported the blood was not primed prior to starting treatment. ¿several circuits were lost¿, which resulted in an unreported number of the patients receiving blood transfusions. The amount of blood loss for each patient was not reported. At the time of this report, there were no patient symptoms or the patients¿ outcomes reported. No additional information is available.